Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion(plif) at l5/s due to stenosis. Intra-op, the peek part of the cage was broken during insertion. No any fragments of the implant remained in the patient's body. No patient complications were reported during this event.

Manufacturer narrative:
Correction: (lot number). Product analysis results: visual and functional inspection confirmed the spacer was returned with one of the tabs/ears broken off and the other is cracked and bent. There is a few witness marks at the nose of the implant. This appears to be from the implant nose impacting a hard surface during installation. The spacer was completely closed when returned. If information is provided in the future, a supplemental report will be issued.